Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the device was implanted in 2008, and revised in 2009, due to loosening and pt experiencing pain. The tibial tray developed radiolucent lines, appeared to begin to subside.